Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous, ongoing elevated blood glucose (bg) levels ranging between 216-451 mg/dl. Cause was not known; however, contact alleged the basal and bolus deliveries of the pump only worked intermittently to control/address bg. Correction boluses were delivered, manual injections were administered and supply/insulin changes were performed to address bg. At the time of this event, no occlusion alarms occurred. Reportedly, the customer continued to use the pump for insulin therapy.